Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03473, 0001822565-2022-03474, 0001822565-2022-03475, 0001822565-2022-03476, 0001822565-2022-03477, 3007963827-2022-00325, 0001822565-2022-03479, 0001822565-2022-03481, 0001822565-2022-03483, 0001822565-2022-03484.

Event description:
It was reported a patient underwent an initial left knee arthroplasty with unknown product. The patient was revised approximately 1.5 years later due to implant loosening. At the 1 year follow up, the patient presented with left lateral knee pain that radiates to lower leg. Narcotics were prescribed. At the 2 year follow up appointment. A large left knee effusion was present. Left knee aspiration was completed in the office. No further complications reported.

Event description:
It was reported that the patient underwent a total knee arthroplasty. At the 1 year follow up, the patient presented with left lateral knee pain that radiates to lower leg. Narcotics were prescribed. At the 2 year follow up appointment, a large left knee effusion, tibial radiolucency, and laxity was present. Left knee aspiration was completed in the office. No further complications reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h6; h10. The following sections were corrected: d1; d4. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided as only the articular surface was revised.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided as only the articular surface was revised.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified moderate pain with some effusion but no instability. X-ray found tibial radiolucency. A definitive root cause cannot be determined. Per package insert: pain, swelling are known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.